Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) study. During an ablation procedure to treat atrial fibrillation a tubing set was selected for use. It was reported that an air bubble was observed in the tubing, which was disconnected from the catheter at time of observation. Additionally, when disconnected the cable to flush the line rhythmia no longer recognized the catheter. All components were exchanged and the system was restarted, however the issue persisted. The catheter was exchanged and the procedure was completed with no patient complications.